Event description:
A peritoneal dialysis registered nurse called fresenius technical support regarding drain complication encountered message in drain 0 of treatment. At the time of the call the patient had drained 42/2000 mls. The registered nurse stated the cycler belongs to the hospital. The registered nurse stated the tubing is cloudy. The patient is in the hospital for peritonitis.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Medical records were requested but were not provided by the facility. Based on the available information, the cause of the hospitalization event is undetermined.